Manufacturer narrative:
Zimvie complaint number (B)(4) a4: weight unknown / not provided e1: last/given name unknown / not provided customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient stated that the implants at tooth sites #22 and #27 never felt right and the patient wanted them removed. The implants were removed.